Event description:
Pt expired due to low output syndrome after being admitted for gastrointestinal symptoms. Pt developed congestive heart failure & continued to deteriorate until family wanted no heroic measures. It is not felt that implantable cardioverter defibrillator played a part in this death. But pt is enrolled in maditii.